Manufacturer narrative:
Follow-up #1: date of submission 05/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/22/2014 with the following findings: the black box recorded a loss of prime with a force of zero event. Product analysis was unable to reproduce the complaint during the investigation. The force sensor calibration reading was within specifications. The pump was opened and removed from the case. The trace at the pin of the force sensor flex was observed to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated that a random loss of prime alarm had occurred. Reportedly, the patient primed the pump after the alarm but nothing came out of tubing the first time even though the pump read 80 units of insulin remained. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.